Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was believed that the ipg was placed too deep. The patient underwent a revision where the ipg was replaced per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively.